Event description:
The following information was reported: the user reported that once the introducer sheath was positioned in the arteriotomy, the device was advanced; however, the device jammed at the advancer tube. Several attempts were made to advance the device, but they were unsuccessful. The sheath was pulled and manual pressure was applied for 30 minutes and then a femostop was put on the patient for another 60 minutes. The patient was not hospitalized. Doctor's opinion: the event was caused by mynx. The doctor could not engage the device/advance the device into the sheath. Procedure type: intervention coronary vessel size: 6 mm; sheath size: 7f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI number: (B)(4). Note: the pi number is unknown as the lot number was not provided.